Event description:
It was reported that the low flow events were thought to be due to hypovolemia. The patient received 250 cc fluid bolus and albumin. The patient also experienced high mean arterial pressures (maps) during admission. The patient¿s system controllers were ultimately upgraded to low flow software on (B)(6) 2021. The patient was discharged on (B)(6) 2021, and was asymptomatic with no further low flow alarms. Plan of care involved maintaining fluid intake and taking medications for hypertension.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed by the evaluation of the submitted log files, as well as by an onsite evaluation by an abbott representative. The account stated that the cause of the events was hypovolemia; however, a direct correlation between (B)(6) and the reported hypovolemia could not conclusively be determined through this evaluation. Additionally, the report that the inflow cannula appeared to be aimed toward the left ventricle posterior wall could not be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including flow. This section also list hypertension as an adverse event that may be associated with the use of the hm3 lvas. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured low flow events throughout the history. The low flows occurred when pulsatility index (pi) was elevated. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The low flow alarms were positional when the patient stood, the alarms began. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. An echocardiogram was done, which was unremarkable. The speed was optimized to 5000 rpm. A computed tomography was performed, which was unremarkable. It looked as if the inflow was aimed toward the left ventricle (lv) posterior wall based on imaging.